Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports the dentist said damage to the teeth has been caused by the aligners and showed this via x-rays. The dentist said for patient to discontinue treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.